Manufacturer narrative:
Product event summary #instrument - thoracic probe tight fit in navlock. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that a new thoracic probe being used for the first time since being replaced under case (B)(4), was difficult to remove from a new navlock after the case was completed. He noted the probe and navlock were being maletted and being used in lumbar pedicles. No patient present at the time of the event.